Event description:
Fire department personnel were attempting to use the device to confirm asystole on a patient that had been down several hours. The patient displayed evidence of rigor and lividity and allegedly the device intermittently displayed excessive artifact which made a diagnosis difficult. The patient was not resuscitated. The reporter confirmed that the alleged malfunctin did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.